Event description:
During an elective lumbar diskectomy a piece of a pituitary rongeur broke off. It was immediately retrieved from the surgical site. Fracture at the distal tip of the rongeur. There was no prolonging of surgery. The item is being retained by the facility.

Manufacturer narrative:
The item is being retained by the facility. The info was forwarded from our MFR.